Event description:
It has been reported to philips that the device was not booting up successfully. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that not booting up successfully. Review of the system log file showed power issues. Upon further troubleshooting action, field service engineer (fse) found that the ups was in battery mode and did not switch back to line mode. The fse replaced the ups 1phase controller. After replacement of ups 1phase controller, the system was returned to use in good working order.at the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur.the codes were updated based on the investigation outcome.the evaluation method code was corrected.

Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. The rse worked with hospital to identify the uninterruptible power supply (ups) was in battery mode and not switching back to line mode. The ups was turned off, however, there was no improvement. The fuses in ny1 and over voltage protection board were found to be intact. Analysis of log file identified power issues which confirmed the reported malfunction. A philips field service engineer (fse) examined the system on-site and found short circuit in the ups 1phase data integrity controller sp. The fse replaced the ups controller to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.